Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a patient had a PICC line inserted on (B)(6) 2025. During maintenance on (B)(6) drainage was observed at the insertion site. After nursing staff partially removed the catheter, they discovered it was damaged and leaking. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking PICC is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt PICC was returned for evaluation. Visual observation of the photograph shows an inserted and assembled groshong nxt PICC line. A droplet of liquid can be observed at the proximal end of the groshong where the PICC and connector assembly meet. The liquid appeared to be evidence of a leak; however, the damage cannot be discerned from the photograph. No other blood or use residue can be observed in the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.